Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Patient was implanted with prodisc-l at l5-s1. Surgeon indicated the implant is placed ever so slightly too far to the left and patient is experiencing continuing pain. Reportedly the patient began feeling pain soon after the implantation. Patient will be revised. This report is #2 of 3 for the same event.